Manufacturer narrative:
The olympus inspection confirmed the customer¿s reported issue, broken lens and debris particles were found inside the optical system. No moisture observed inside the optical system. Additionally, the connection pin on the scope was found broken off and missing. Other findings during the inspection included, the light transmission is bad or lost due to broken fibers at the distal end, scratches on the distal end/tip, debris particles under the eyepiece window. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed the customer oes elite, high-definition autoclavable rigid telescope was returned to the olympus repair center for a reported ¿dropped and no black image¿. The customer reported problem occurred at preparation for use of a diagnostic procedure. During the repair inspection identified the connection pin on the scope was broken off and missing. No death or injury and no impact to patient or other was reported to olympus. This report is being submitted to capture broken off component found during the repair inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.